Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 60222ui00. Tracking and trending report review for the architect prolactin assay determined that there are no related adverse or non-statistical trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect prolactin assay was identified.

Event description:
The account stated a patient generated falsely elevated architect prolactin of 42.0 ng/ml compared to roche method of 28.0 ng/ml around july 2016. No specific patient information was provided and no impact to patient management was reported.